Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v605118, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v639995, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID neu_leadcap_acc, serial # unknown, product type accessory. (B)(4).

Event description:
It was reported that the patient had a loss of efficacy unrelated to stimulation therapy. When going to be programmed the doctor told the patient that she could not program the lead on the right side of his brain ¿due to a contact.¿ thus, the patient was getting good therapy on one side, but not the other. It had been this way since implant. It was unclear what sort of contact issue prevented programming, so follow up is being conducted. No intervention or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.